Event description:
This pt had a partial-thickness burn treated with one lot of transcyte in 1999. The pt developed a fever and a whole-body rash. Dr. Said the rash appeared like "scarlatina" and after ruling out other drug allergies was concerned about a reaction to transcyte. However, one day after the rash appeared, the product started to lift and the wound bed was cultured. The culture revealed a staph infection. The transcyte was removed. The pt was discharged at which time the infection and rash were cleared. Dr. Stated that he believes the staph infection after the application of transcyte is "coincidence" and that he does not believe there is any relationship to the use of the product and the development of the infection or rash. In dr's opinion, the problems reported are definitely not "serious" and the relationship to transcyte is "none". An md, advanced tissue sciences' executive director, worldwide medical affairs conducted this investigation, and agrees with dr's opinion.